Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Only the orange indicator clip was remaining in the channel which indicates that all clips had been fired from the device. The jaw opening gizmo (jog) was stuck in the forward position, causing the jaws to be partially closed. Reference file pic_anp1900061354 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator clip fired which indicates that no more clips are remaining in the device. The jaws functioned properly. It could not be determined why the jaws were initially closed. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "not functional" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that only 3 clips worked during surgery. Clips fell inside the patient and they were all removed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for auto endo5 ml lot #73h1700835 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that only 3 clips worked during surgery. Clips fell inside the patient and they were all removed. There was no patient injury.